Event description:
It was reported to medtronic neurosurgery that allegedly a strata valve taken off the shelf was leaking.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device was not possible. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.